Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when opened the huber needle, the needle cover was missing. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing needle cover is confirmed and was determined to be supplier related. Seven photographs of a safestep were returned for evaluation. An initial visual observation of the photographs showed the device inside the cardstock packaging. The needle cover was observed to be missing from the needle shaft. No damage or use residue was noted on the device in any of the returned photographs. The needle cover was likely missed during the manufacture of the device. This is a supplied component and will be forwarded to the supplier for further evaluation. This complaint will be recorded for future trending and monitoring purposes.